Manufacturer narrative:
The bipap a40 pro (inx3100s19) is substantially similar to the bipap a40 and will be reported in the united states under bipap a40, 510k number: k121623.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The ventilator was returned to the manufacturer's product investigation laboratory (pil) for evaluation and was able to confirm etched disk is partially clogged with debris. During the evaluation, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The customer has received a replacement. The unit has been scrapped. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.